Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. A backup dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and received following additional information: customer stated that the reported 8mm fenestrated bipolar forceps instrument was inspected prior to use with no damage or unordinary findings to be identified. The issue was first identified during the procedure, while it was inside of the patient. They noticed the cable defect when they stopped the bleeding. The wire was exposed due to damaged insulation but, the cable was intact. There was no loss of cautery, no thermal damage, no arcing to be observed. Additionally, there were no instrument collisions. No problems were encountered while removing the instrument through the cannula and there were no images available for review. Isi did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.